Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2: common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber part of the needle that fits into the sampling tube was torn, causing blood leakage. The user had on ppe so direct exposure didn't occur and no other patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-may-2024. H.6 investigation summary: bd received 15 samples and 1 photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber part of the needle that fits into the sampling tube was torn, causing blood leakage. The user had on ppe so direct exposure didn't occur and no other patient impact reported.